Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('unbearable pain in abdominal area, aggravating'), embedded device ('the particles of it were trapped in the womb'), device breakage ('abdominal x-ray showed there was still a 2.5 mm implant remnant in the left horn'), back pain ('unbearable pain in lumbar area, aggravating') and syncope ('fainted right after procedure') in a 45-year-old female patient who had essure (batch no. 50650445) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion. In 2012, the patient experienced syncope (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced cystitis noninfective ("continuous bladder inflammation") and renal pain ("felt intense pain in her kidney"). In (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("abdominal x-ray showed there was still a 2.5 mm implant remnant in the left horn"). In 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain (seriousness criteria disability and intervention required), dysmenorrhoea ("pain is the most severe at time of menstruation"), asthma ("asthma"), dyspnoea ("shortness of breath"), musculoskeletal pain ("constant shoulder pain"), abdominal pain upper ("stomach pain"), spinal pain ("slit her so hard in her spine that she collapsed"), vertigo ("vertigo"), asthenia ("completely without energy"), urinary tract inflammation ("kidney inflammation"), urethral disorder ("urethra is widespread") and liver disorder ("liver problems"). The patient was treated with surgery (2nd laparoscopy with excision in left tubal corner to remove the remnant 2.5mm implant and laparoscopic both-sided surgical removal of fallopian tubes and implants) and respirator. Essure was removed in (B)(6) 2019. At the time of the report, the abdominal pain, embedded device, device breakage, back pain, dysmenorrhoea, dyspnoea, musculoskeletal pain, abdominal pain upper, spinal pain, syncope, asthenia, renal pain, liver disorder, complication of device insertion and complication of device removal had resolved, the asthma was resolving and the vertigo, urinary tract inflammation, cystitis noninfective and urethral disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, asthenia, asthma, back pain, complication of device insertion, complication of device removal, cystitis noninfective, device breakage, dysmenorrhoea, dyspnoea, embedded device, liver disorder, musculoskeletal pain, renal pain, spinal pain, syncope, urethral disorder, urinary tract inflammation and vertigo to be related to essure. The reporter commented: consumer has been on sick leave since (B)(6) 2018. Condition is aggravating. Gynecological consultation on (B)(6) 2019: in anamnesis noted 5 months of severe pain which migrates over the whole abdomen. The pain is the most severe at time of menstruation. Patient is concerned that pain is related to essure. As per follow-up of (B)(6) 2019: after laparoscopy in (B)(6) 2019, abdominal x-ray showed a visible spiral remnant in the left [uterine] horn. The patient went back for another laparoscopy with excision in the tubal corner, where there was still a 2.5 mm implant remnant. No clinical check-up after the laparoscopic removal procedure was recorded so far. From deleted case (B)(4): after 3 months of insertion, exams showed essure settled properly in the fallopian tubes. Due to her stomach and shoulder pain she was less efficient at work and she had more and more difficulties breathing. There was almost no organ that did not hurt, and she experienced difficulties walking. Also, in her case examinations did not reveal the cause. Her implant was surgically removed in the summer, but at the same time they found that the particles of it were trapped in the womb, so she went to a second surgery to have it totally removed. Within three months, all the pain slowly subsided. She also felt relief in her lungs. For the first time, liver tests were also excellent, before that they thought she had a hepatitis. Patient was now without essure for 3 months, but due to the surgery, she lost fallopian tubes and part of her uterus. After a long time, she felt good. Gynecologists did not find any direct connection with essure, however they did not inform the agency about it. Patient was 46 years old when essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2019: showed a visible spiral remnant in the left horn. Blood test - on an unknown date: abnormal every time. Hysterosalpingogram - on (B)(6) 2013: triangular form of uterus, no filling defects, both coils visible which do not lie symmetrically because also uterus lies sidelong. Essure successful. Investigation - on an unknown date: all possible diagnostic investigations have been performed, all images of organs are within normal limits, cause of pain cannot be found. Laparoscopy - in (B)(6) 2019: no reported specialties in abdomen; spirals were in fallopian tubes; in (B)(6) 2019: 2 days after the first laparoscopy - excision in left tubal corner where there was still a 2.5 mm implant remnant. Urine analysis - on an unknown date: abnormal every time; on an unknown date: there are smaller pieces present in urine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2019: a duplicate was found for this case (B)(4). Case (B)(4) (MFR number 2951250-2019-11873) was confirmed as duplicate by physician during fup. Case (B)(4) was marked for deletion and all the information was transferred to this remaining case (B)(4). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("unbearable pain in abdominal area, aggravating") and back pain ("unbearable pain in lumbar area, aggravating") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion disability), back pain (seriousness criterion disability), vertigo ("vertigo"), asthenia ("completely without energy") and urinary tract disorder ("there are smaller pieces present in urine"). At the time of the report, the abdominal pain, back pain, vertigo, asthenia and urinary tract disorder had not resolved. The reporter considered abdominal pain, asthenia, back pain, urinary tract disorder and vertigo to be related to essure. The reporter commented: consumer has been on sick leave since (B)(6) 2018. Condition is aggravating. Planned gynecological consultation on (B)(6) 2019, removal is being considered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('unbearable pain in abdominal area, aggravating'), back pain ('unbearable pain in lumbar area, aggravating') and device breakage ('abdominal x-ray showed there was still a 2.5 mm implant remnant in the left horn') in a 45-year-old female patient who had essure (batch no. 50650445) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In may 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("abdominal x-ray showed there was still a 2.5 mm implant remnant in the left horn"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain (seriousness criteria disability and intervention required), dysmenorrhoea ("pain is the most severe at time of menstruation"), vertigo ("vertigo"), asthenia ("completely without energy") and urinary tract disorder ("there are smaller pieces present in urine"). The patient was treated with surgery (2nd laparoscopy with excision in left tubal corner to remove the remnant 2.5mm implant and laparoscopic both-sided surgical removal of fallopian tubes and implants). Essure was removed in may 2019. At the time of the report, the abdominal pain, back pain, vertigo, asthenia and urinary tract disorder had not resolved and the device breakage, dysmenorrhoea and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal and device breakage with essure. The reporter considered abdominal pain, asthenia, back pain, dysmenorrhoea, urinary tract disorder and vertigo to be related to essure. The reporter commented: consumer has been on sick leave since 19-dec-2018. Condition is aggravating. Gynecological consultation on 08-may-2019: in anamnesis noted 5 months of severe pain which migrates over the whole abdomen. The pain is the most severe at time of menstruation. It is written that patient is concerned that pain is related to essure. As per follow-up of 19-jun-2019: after laparoscopy in may-2019, abdominal x-ray showed a visible spiral remnant in the left [uterine] horn. The patient went back for another laparoscopy with excision in the tubal corner, where there was still a 2.5 mm implant remnant. No clinical check-up after the laparoscopic removal procedure was recorded so far. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in may 2019: showed a visible spiral remnant in the left horn. Blood test - on an unknown date: abnormal every time. Hysterosalpingogram - on 16-jan-2013: triangular form of uterus, no filling defects, both coils visible which do not lie symmetrically because also uterus lies sidelong. Essure successful. Investigation - on an unknown date: all possible diagnostic investigations have been performed, all images of organs are within normal limits, cause of pain cannot be found. Laparoscopy - in may 2019: no reported specialties in abdomen; spirals were in fallopian tubes; in may 2019: 2 days after the first laparoscopy - excision in left tubal corner where there was still a 2.5 mm implant remnant. Urine analysis - on an unknown date: abnormal every time. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: report from physician ¿ essure removal date (may-2019) and method (laparoscopic both-sided surgical removal of fallopian tubes and implants); new event (abdominal x-ray showed there was still a 2.5 mm implant remnant in the left horn), newlaparoscopy for removal of remnants; lab data updated (abdominal x-ray). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('unbearable pain in abdominal area, aggravating') and back pain ('unbearable pain in lumbar area, aggravating') in a 45-year-old female patient who had essure (batch no. 50650445) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain (seriousness criteria disability and intervention required), vertigo ("vertigo"), asthenia ("completely without energy"), urinary tract disorder ("there are smaller pieces present in urine") and dysmenorrhoea ("pain is the most severe at time of menstruation"). The patient was treated with surgery (essure removal (planned to be done during diagnostic laparoscopy)). At the time of the report, the abdominal pain, back pain, vertigo, asthenia and urinary tract disorder had not resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, asthenia, back pain, dysmenorrhoea, urinary tract disorder and vertigo to be related to essure. The reporter commented: consumer has been on sick leave since (B)(6) 2018. Condition is aggravating. Gynecological consultation on (B)(6) 2019: in anamnesis noted 5 months of severe pain which migrates over the whole abdomen. The pain is the most severe at time of menstruation. Diagnostic laparoscopy is planned. It is written that patient is concerned that pain is related to essure. Therefore essure removal is planned to be done during diagnostic laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: triangular form of uterus, no filling defects, both coils visible which do not lie symmetrically because also uterus lies sidelong. Essure successful. Lot number: 50650445. Manufacture date: 2012-02 , expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("unbearable pain in abdominal area, aggravating") and back pain ("unbearable pain in lumbar area, aggravating") in a 45-year-old female patient who had essure (batch no. 50650445) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain (seriousness criteria disability and intervention required), vertigo ("vertigo"), asthenia ("completely without energy"), urinary tract disorder ("there are smaller pieces present in urine") and dysmenorrhoea ("pain is the most severe at time of menstruation"). The patient will be treated with essure removal (planned to be done during diagnostic laparoscopy). At the time of the report, the abdominal pain, back pain, vertigo, asthenia and urinary tract disorder had not resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, asthenia, back pain, dysmenorrhoea, urinary tract disorder and vertigo to be related to essure. The reporter commented: consumer has been on sick leave since (B)(6) 2018. Condition is aggravating. Gynecological consultation on (B)(6) 2019: in anamnesis noted 5 months of severe pain which migrates over the whole abdomen. The pain is the most severe at time of menstruation. Diagnostic laparoscopy is planned. It is written that patient is concerned that pain is related to essure. Therefore essure removal is planned to be done during diagnostic laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: triangular form of uterus, no filling defects, both coils visible which do not lie symmetrically because also uterus lies sidelong. Essure successful.. Most recent follow-up information incorporated above includes: on 15-may-2019: follow-up information received from physician: patient¿s age was provided; gynecological consultation result provided; pain is the most severe at time of menstruation added as event; essure lot 50650445 was inserted on (B)(6) 2012 for sterilization; hsg was performed on (B)(6) 2013. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.